Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator door got stuck and the door was not recognized as closed at times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was getting stuck. The field service engineer readjusted the smart remote manager (srm) to ensure the refrigerator would close properly. The customer recovered the srm, and an inventory count was performed. The system functioned as intended after the field service engineer repaired the device.